Event description:
During a software upgrade, factory service indicates a preamp reference failure error code was exhibited. No patient involvement.

Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed. The cause of the failure is due to an open resistor on the main circuit board. Replacement of the resistor resolved the issue. Upon completion of repair and passing all release testing, the device was returned to the customer.